Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the magnet on (B)(6) 2019. This report is filed on may 02, 2019.

Manufacturer narrative:
This report is submitted on march 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date and tesla strength not reported). Surgery to reposition the magnet has been scheduled; however, this has not occurred as of the date of this report. The implanted device remains.